Manufacturer narrative:
The microsensor was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. The icp express reading passed 499. The device passed electronic, noise, linearity/hysteresis, and signal drifts. A leakage test was also performed before and after the supplier test. The microsensor passed both leakage tests. Based on the above evaluation, the supplier was unable to confirm the complaint. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. The sensor passed all testing including leakage tests performed both at the beginning of the test data report and at the end. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor ventricular catheter kit was implanted in a patient on (B)(6) 2021. After the procedure, the connecting part between the adaptor and the catheter could not be screwed tightly and was leaking a moderate amount of cerebral spinal fluid. The device was removed. No additional information was provided by the hospital.